Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion: the report of suspected clotting could not be confirmed through this evaluation. Additionally, a specific cause for the suspected clotting, as well as a direct correlation to the device, could not be conclusively established through this evaluation. The submitted log file contained data from 16aug2020 through 02sep2020. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with overall stable parameters. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. Heartmate ii lvas IFU is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jul2015 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a concerned about possible clotting.